Manufacturer narrative:
An event regarding rom involving an unknown triathlon femoral component was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary/revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Right total knee replacement. The revision today was due to limited range of motion. The knee was exposed, a large amount of scar tissue was removed and the femur was revised to a ts femur with ts insert. The size 5 universal baseplate and cemented patella were left in place no further information is available from the doctor or hospital.